Manufacturer narrative:
(B)(4). The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "diagnosed with bia-alcl", lymphadenopathy date of diagnosis of bia-alcl: (B)(6) 2021.

Event description:
Patient representative reported for unknown side "caused personal injuries and damages," patient was "diagnosed with bia-alcl,"rashes, tingling skin," "severe inflammation of lymph nodes," "fear of cancer recurrence, emotional distress, pain and suffering". Also reported "hair loss," which is not device related. Pathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, chemotherapy, radiation.